Event description:
It was reported while pushing a stent over the wire, the teflon coating from the sensor guidewire pushed forward and stripped off during a therapeutic ureteroscopy procedure. There were no pt complications involved. Another guidewire and stent were used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement access and maintenance procedures. (B)(4).